Event description:
Information was received indicating that a smiths medical pump had a "cassette attach" alarm. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that "high alarm displayed: cassette not attached properly" was recorded in history. During analysis, the reported event was not able to be duplicated. Service was unable to determine the intermittent of the error, however fluid ingression was noticed by chassis. Service will replace the downstream sensor as a preventive measure and perform preventive maintenance and all functional testing. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.